Event description:
It was reported that a pacemaker had stopped and had to be revived. This was reported by the patients advocate. Technical services (ts) was consulted and referred them to their physician for further examination. This device remains in service. No further information is available. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with a pacemaker had their pacemaker stop and the patient had to be revived. This was reported by the patients advocate. Technical services (ts) was consulted and referred them to their physician for further examination. This device remains in service. No further information is available. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: describe event or problem field (b) in section b, adverse event/product problem. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.